Event description:
It was reported that a cystflo bag leaked urine at the cannula where the support hook is inserted. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a photograph of the device was received. Examination of the photograph identified a leak from the site of the cannula, where the support hook is inserted. The bag was also inverted, or upside down, in the photograph. The products labeling indicates that the bag is not intended to be inverted. Though a leak was identified, a non-conforming product was unable to be verified. The cause of the leak was determined to be incorrect use. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.